Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal broken and the device in poor condition, with the top case, left plunger case, and right plunger case damaged. A review of the event history log found a motor rate error. Occlusion testing was performed and replicated the reported issue. The cause was due to the normal wear of the drive train components. It was indicated the device was over 10 years old. Based on the evidence, the root cause was attributed to normal wear.